Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the controller at the head of the bed was not responding. The technician replaced the controller to repair the bed.